Manufacturer narrative:
Update - patient's right hip was revised on (B)(6) 2012 to address groin pain, metal taste in mouth, and moderate metallosis. Implant date is stated as (B)(6) 2009 (confirmed by invoice), rather than (B)(6) 2012, as indicated by patient. Update 12/20/2012 - medical records received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update 4/4/13 - cd's with x-rays was received. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 3/30/16 - medical records received. Medical records reviewed for MDR reportability. Medical records confirmed elevated metal ions with lab results greater than (B)(4) parts per billion. Revision surgical reported noted slightly gray cloudy joint fluid, and metallic staining of capsular tissues. Pathology result report noted reactive cells, inflammation, and synovitis. Stem added to complaint for elevated metal ions. The complaint was updated on: apr 15, 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy seeking compensation for her upcoming hip revision. She states that she will be revised due to high metal ion levels in her blood. Update - patients right hip was revised (B)(6) 2012 to address groin pain, metal taste in mouth, and moderate metallosis. Implant date is stated as (B)(6) 2009 (confirmed by invoice), rather than (B)(6) 2012, as indicated by patient.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
*** Update - patient's right hip was revised (B)(6) 2012 to address groin pain, metal taste in mouth, and moderate metallosis. Implant date is stated as (B)(6) 2009 (confirmed by invoice), rather than (B)(6) 2012, as indicated by patient. *** **update** 12/20/2012** - medical records received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 4/4/2013 - cds with x-rays was received. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.